Manufacturer narrative:
The insulin pump was received with a blank display because the battery tube connector was not plugged in properly. The displacement test could not be performed due to the blank display. The battery tube was plugged in and the unit met all operating current specifications. The following physical damage was also noted: cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the blank display. The customer recalled dropping the pump this morning. The customer confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return. The insulin pump was returned for analysis and a replacement device was shipped to the customer.